Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. On (B)(6) 2016 it was reported that the patient's catheter broke and she had a new pump and catheter implanted in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.